Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the bovi "activated by itself and gave error code 2052." A new unit was used to complete the case with no patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2020. Per service manual operational and diagnostic analysis did not confirm the reported self activation issue. The error code 205 confirms the reported issue in the event log but the error code was not duplicated through functional testing. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.